Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had no image displayed. No patient injury was reported.